Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a pelvic mesh product suspension device on or about (B)(6) 2006, to treat her pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered, serious bodily injuries, including, extreme pain, erosion of her internal tissues, dyspareunia, disability, mental anguish, and other injuries. Plaintiff's attorney also alleged plaintiff experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures and has sustained permanent injuries.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.